Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the header of the device appeared to be cloudy. The physician could successfully insert the lead and implanted the device without complications. The patient was in stable condition.